Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which indicates a sustained decrease in power and estimated flow starting on (B)(6) at approximately 01:23:33. Waveform trends of this nature may be indicative of an occlusion event or change in patient state. Analysis of the device revealed that the device met specifications; the visual examination, dimensional and functional verification did not identify manufacturing or design discrepancies that may have caused or contributed to the reported event. Pathological evaluation of the returned pump hw22313 demonstrates, post explant blood clots and no evidence of formed thrombus. There was also no indication of abnormal wear, mechanical abrasions or scratches on the impeller or pump housing surfaces. There were no gross or histopathologic findings that correlate with functionality of the pump. Of note, the official cause of death was reported as right heart failure. Right heart failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be due to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. The reported event is associated with a device that met functional specifications, but due to persisting severe right heart failure, the performance of returned device was limited. Applicable risk documentation and experience with events of similar circumstances were considered; events with "low flow" alarms may be attributed to an occlusion as a result of a thrombus formation or a kink in the outflow graft. The most likely root cause of the low flow alarms cannot be conclusively determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from (B)(6) that on (B)(6) 2015, four days post lvad implantation, the lvad watts dropped down to 1.7watts and the flow dropped to 0.3l/min at 2300rpm after they changed the position of the patient in his bed from one to another side. The patient was extubated with low flow oxygen. Initially there was no effect on the patient after the flow dropped down; the patient was stable without catecholamines. It was indicated without further details that there was confirmed pump thrombosis. The pump was exchanged late the following evening and the patient expired after the pump exchange. It was reported that the pump and outflow graft will be returned to the manufacturer.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
(B)(4). Results and conclusion codes updated to reflect receipt of device by manufacturer. Additional information reported that the site performed various transesophageal echocardiograms (tees) and angiography of the outflow graft to exclude obstruction of the inflow or outflow of the pump. The patient developed severe right heart failure late evening of (B)(6) 2015 and was taken to the operating room early (B)(6) 2015 for surgical exploration. When the chest was opened, no change of flow occurred and no restriction was seen. The pump was stopped and pulled out of the sewing ring. Retrograde flow was seen promptly and no foreign or thrombotic material was expelled. Visual exploration of the left ventricle (lv) did not reveal any reason for the low flow situation. The pump was placed again and restarted; low flow situation continued and at that time, vibration of the pump could be felt. This led to the surgeon's to decision to exchange of the pump. On (B)(6) 2015 the pump was stopped with the official cause of death reported as right heart failure. The device has been returned to the manufacturer with analysis pending. Per the instructions for use, implantation of vad is associated with numerous risks including device thrombosis and death. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted.